Event description:
On (B)(6) 2013, the reported contacted animas and alleged that the pump became "very hot" . Patient removed battery to cool pump. Patient remembers the pump, battery compartment, and battery itself had no signs of moisture, the battery cap was tight, no visible damage to the pump itself, using a energizer alkaline batt he had just changed. Battery cap was change out 1 year ago, which is outside of the use period recommended in the IFU. He removed the battery and it did not look damaged. Pump was so hot he could not hold it in his hand had to keep tossing from one hand to the other. He does travel by air for his work but does not allow his pump to be x-rayed. He has spent much time sitting beside airport scanners in the last few years waiting to have security run the wand over his pump and himself. He was not injured by the hot pump and pump was not restarted. There is no adverse event alleged in relation to this issue. This complaint is being reported due to the allegation that the pump overheated.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity in the pump¿s history observed related to the complaint. During testing, the pump powered on with a blank display screen. The pump was opened to investigate and moisture was found on the internal circuit board. The original complaint of the temperature issue could not be completed due to blank display screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.